Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, bladder disorder, urinary tract infection, fatigue, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: she received treatment for bladder problems and uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Case became incident. Previously reported ¿injury¿ was updated to pelvic pain. Events- migration, dysmenorrhea (cramping), abdominal pain, back pain, bladder problems, uti, fatigue, nausea and weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, bladder disorder, urinary tract infection, fatigue, nausea, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: she received treatment for bladder problems and uti. Discrepancy noted in device insertion date ((B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: new reporter and patient details and lab data were added. New event "migraines / headaches" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.